Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. Product #1 pi main [pi-2022-0007167-01] the reported event of a single use error message could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As a result of this issue, abbott is performing further investigation.

Event description:
During device preparation, an error was noted of "contact force catheter is intended for single use only". The catheter was exchanged and the procedure was completed. No adverse consequences to the patient.